Event description:
It was reported that during implantable pulse generator (ipg) replacement for MRI purposes, the physician noticed that the fourth lead tail of the paddle lead was kinked, when the lead was being removed from the battery. The physician was able to plug it into the new battery however there was an impedance out of range on that lead. The lead remains implanted and reprogrammed around contacts. The patient had a good coverage of painful areas. No further action required, and patient was doing well postoperatively.